Event description:
Our affiliate is reporting to us that the surgeon had some issues while tying down some suture. The patient was undergoing an arthroscopic shoulder repair with the use of 2 healix peek anchors for fixation. After insertion into their bone holes and while tying down their suture, the sutures broke; this happened on both deployed anchors (anchors left securely in the bone). The surgeon used s&n twinfix anchors to complete the repair. They are reporting that the procedure was concluded successfully without further issue or harm to the patient. However, there was a 50 minute add on to the surgery time because of this, which is the reason for this report.

Manufacturer narrative:
Fifty-six days have passed since this issue was reported to mitek, and to date, although it was originally indicated that something would be returned, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that the surgeon had some issues while tying down some suture. The patient was undergoing an arthroscopic shoulder repair with the use of 2 healix peek anchors for fixation. After insertion into their bone holes and wile tying down their suture the sutures broke; this happened on both deployed anchors (anchors left securely in the bone). The surgeon used s&n twinfix anchors to complete the repair. They are reporting that the procedure was concluded successfully without further issue or harm to the patient. However, there was a 50 minute add on to the surgery time because of this, which is the reason for this report. Also see associated MDR 1221934-2013-00003.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting samples.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Device evaluated by MFR: awaiting samples.